Event description:
The MFR was made aware of an event on 1/10/2012 involving an 18x40mm balloon catheter and one pt. The following info was gathered from discussion with the acting physician: during the inflation of the device, excessive pulling force was applied, suspected to have caused damage to the device, resulting in slow deflation. No device separation had occurred. The physician was able to deflate the balloon enough to permit oxygenation. The balloon catheter was safely removed. No adverse event related to slow and incomplete deflation.

Manufacturer narrative:
The complaint device was noted to be discarded by the facility. No lot info was available. Based on the info provided, accelerant believes the inspira air device experienced excessive tension used to maintain the balloon position during dilation. This tension is suspected to have stretched the balloon shaft, disrupting the balloon's ability to properly deflate. Acclarent's IFU's warnings and precautions states, "never advance or retract the devices against resistance as this could cause tissue trauma or device damage". Acclarent will continue to update the file with any add'l info and provide subsequent reports if required.